Event description:
This event was communicated by (B)(6) from (B)(6) hospital in response to a recall notice issued for the same model of spheres. As noted by the complainant, during a procedure spheres broke apart. There was no report of any patient/user injury, death or serious deterioration in health. Complainant disposed of product.